Event description:
The customer contact reported a disconnection. The tubing set was being used to deliver an unspecified volume of blood via a rapid infuser. The customer contact indicated that the option-lok male adapter of the tubing set was connected to the pt's IV catheter. After an unspecified length of time in use, it was reported that the option-lok male adapter disconnected from the hub of the IV catheter and an unspecified volume of blood loss was noted. At this, it was noted that the pt IV site "did not work" for an unspecified reason and a new IV site was established. The tubing set was replaced and the therapy was resumed. The customer contact did not report a delay in therapy; however, there was no change in the pt's clinical status and no medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.